Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the blood sampling valve manual probe of the coulter hmx analyzer with autoloader (hmx autoloader) onto the counter. Customer reported the leak occurred while the hmx autoloader was performing latron control run. Customer reported the leak was not contained within the instrument. Customer reported the fluid appeared to be diluent. Customer reported the volume of the leak was approximately 10 - 15 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe block was sticking, causing a drip that occurred only during the startup cycle. The fse aligned the probe block which allowed the probe block to freely move down the manual probe to resolve the probe drip issue.

Manufacturer narrative:
Evaluation results: probe block. (B)(4).